Manufacturer narrative:
(B)(4). The sample was received for evaluation on 04/27/2011. One continu-flo solution set (2c8537) and an unknown extension set were received for evaluation. The male luer of the continu-flo set was mated to both the female luer and y-site of the unknown set per label copy with no back off or disconnection noted. Since the male luer of the continu-flo set was successfully mated to both the female luer and y-site of the returned unknown extension set, the complaint will not be confirmed and the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to a baxter sales representative of a continu-flo solution set that "kept disconnecting." It is unknown what the user was attempting to connect this set to. The condition occurred during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.